Event description:
The customer alleged no "beeps" on the keyboard and no audible alarm. The customer turned the device on and off and then could not duplicate the alleged event. No visual alarms were reported. The nellcor puritan-bennett customer support engineer inspected the device and replaced the alarm and power switch as a precaution as she could not duplicate the reported event. The unit passed extended self testing. It is not verified that there was no audible alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.